Event description:
This ra lead was implanted on (B)(6) 2001. A call to technical services on 10/06/2011 states that the lead has fractured, has an out of range impedance, >3k with lots of noise. The physician was dr. (B)(6). Plan is to do an generator change, cap off this lead and replace this lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).